Manufacturer narrative:
Block b3: exact date unknown, event occurred few years ago from the date the manufacturer was made aware.

Event description:
It was reported that the patients ipg was non-functional. The patient underwent an ipg replacement procedure. The explanted ipg was discarded per hospital policy.